Manufacturer narrative:
Additional information : the lot was manufactured between december 10, 2018 - december 11, 2018. : the six (6) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure and clear passage tests were performed which revealed an obstruction in the white part of the check valve on one (1) out of six (6) samples. The reported condition was verified on one (1) sample. The cause of the condition was due to the machine during the manufacturing process. The reported condition was not verified on the remaining five (5) samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that about six (6) clearlink continu-flo solution sets would not prime. It was further specified that when the devices were spiked with normal saline, it would not go down the tube; it was stuck in the primer (drip) chamber. This was noted during priming. There was no patient involvement. No additional information is available.